Event description:
Healthcare professional (hcp) reports one incident of blood leak with the af 220 dialyzer. Incident occurred in 2000 and was noted with leak alarm and positive hemastix. Blood was not returned to the pt, with an estimated blood loss of 200cc. Treatment was resumed with new disposables without further incident. No pt injury or medical intervention reported per hcp.